Event description:
Procedure type: lap appendectomy. According to the reporter: during a lap appendectomy, the 030451 reload would not open after firing. The device was cut off the tissue in order to be removed. There was no bleeding over 500cc's and no delay over 30 minutes. The patient is currently fine.

Manufacturer narrative:
(B)(4).